Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the upper buttocks on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, redness, inflammation, infection and pustules on the needle puncture site. The reaction was treated with a prescription of an oral kefural antibiotics. No photo was provided. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 07/18/2025. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.